Event description:
The following is based off a review of th e pt's medical records: (B)(6) 2004 - pt was implanted with a bard/davol composix e/x mesh during an unspecified procedure. CT scan revealed a large abscess in which the pt underwent debridement and wound vac placement. Pt presented to hospital with complaints of fever and abdominal pain around incision as well as drainage. Repeat CT scan revealed continued hernia mesh infection. On (B)(6) 2012 pt underwent an exploratory laparotomy with mesh removal, wound debridement and placement of a wound vac due to a wound dehiscence with prosthetic mesh infection. Operative dictation indicates during the dissection of the previously placed "two layer" mesh, there were "pockets of purulence" that were completely evacuated. The deep layer of the mesh was noted to have been "very adherent" to the bowel underneath; however, upon inspection of the floor of the hernia there was no evidence of any harm.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The medical records indicate the pt was treated for infection and adhesions. Adhesions is listed as a possible adverse reaction in the instructions-for-use(IFU). A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.